Manufacturer narrative:
The customer returned the meter and strips. The returned meter and strips were tested in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor #1 inr: 2.5 inr. Donor #2 inr: 2.5 inr. Donor #1 hct: 45%. Donor #2 hct: 54%. Donor #1: master lot: 2.5 inr, donor #1: customer strip and customer meter: 2.4 inr. Donor #2: master lot: 2.5 inr, donor #2: customer strip and customer meter: 2.4 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specification. No information was provided in the case that would point to a cause for the discrepant results. A specific root cause was not identified for this event.

Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous inr results on coaguchek xs meter with serial number (B)(4). The customer initially tested on the meter at 1:29 p.m. And the result was 4.0 inr. The customer tested 3 more times at 1:32 p.m., 1:34 p.m. And 1:37 p.m. With results of 3.6 inr, 3.2 inr and 2.7 inr respectively. The customer did not report any of the results to her physician. The customer observed the qc check mark with all the tests. The customer did not receive any treatment due to the results. No adverse event occurred. The customer is in good condition. On (B)(6) 2017 the customer had a result of greater than 8.0 inr which she reported to her physician. The customer was advised to stop her warfarin dose for 2 days based on the high result obtained on (B)(6) 2017. The customer¿s therapeutic range is 2.5 ¿ 3.5 inr. The customer is not anemic and does not have antiphospholipid antibodies. The customer is not on heparin or other direct thrombin inhibitors. The customer has not had recent changes in diet, illness or medications. The customer is not experiencing any bruising. The customer is on a vegetarian diet. The meter and test strips were requested for investigation. Relevant retention test strips (lot 235609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material was acceptable.